Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the rear panel was deformed and the exhaust fan mounted inside was broken because external force was applied to the subject device at the time of transportation. The instruction manual identifies the following verbiage, related to handling of the device, which may have prevented the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor field performance of this device.

Event description:
The user facility returned an asset video system center to the service center. Upon inspection and testing, it was observed that the ventilation, exhaust system was broken. There was no complaint reported by the customer, event was found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a broken exhaust fan due to impact damage to the device. The evaluation also found cosmetic damage to the front panel, rear panel and the top cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.